Manufacturer narrative:
A mtp surgery was performed on (B)(6) 2020. The uni-axial screw would not seat fully. The surgeon attempted to remove with an h-10 g-source driver and pulled the screw from the hole. The surgeon placed a 3.0 non-locking screw and commented that the screw did not bit into the bone. The surgeon placed a 3.0 non-locking screw and commented that the screw did not bit into the bone. No defects were identified for the crossroad implant that was used. The device failure category is currently unknown. Potentially, the plate/screw/driver were misaligned and the surgeon placed excessive torque on the driver causing the driver to stick to the screw. Excessive force attempting to remove the driver caused the screw to be pulled out of the bone. The event included the following screws: part number 1500-3016 lot number 500212, 500394, 500471, 3.0mm x 16mm locking screw. Part number 15nl-3016, lot number 400013, 3.5mm x 16mm non-locking screw. Part number 1500-3012, lot number 500211, 3.0 x 12 locking screw.

Event description:
An mtp surgery was performed on (B)(6) 2020. The uni-axial screw would not seat fully. The surgeon attempted to remove with an h-10 g-source driver and pulled the screw from the hole. The surgeon placed a 3.0 non-locking screw and commented that the screw did not bit into the bone.